Event description:
Upon inspection and testing of the customer returned device, it was observed that the nozzle was clogged with foreign material. This report is being submitted for the malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct b5 (add reportable event). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that the nozzle was clogged with foreign material, however, the specific material could not be identified. Additionally, reprocessing was performed in accordance with instructions for use (IFU). It is likely the foreign material could not be removed, even with proper reprocessing, due to the deformation in the nozzle. The event can be detected by following the instructions for use (IFU) which state: "[inspection of the endoscope] 9 inspect the air/water nozzle at the distal end of the endoscope for any irregularities such as abnormal swelling, bulges, and dents. [Inspection of the objective lens cleaning function] inspection of the water feeding function 1. Keep the air/water valve¿s hole covered with your finger. 2. Depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that there were foreign objects clogging the nozzle. Due to this clog, water removability did not meet the standard value. This finding was due to insufficient cleaning or handling of the scope. It was also observed that the bending angle in the up direction did not meet the standard value due to wear of the angle wire. Additionally, the play of the up and down knob was out of the standard value due to wear of the angle wire. It was observed that the adhesive in the bending section cover had a white-clouded area due to chemical or physical stress. It was also observed that the paint on the suction cylinder was peeled due to deterioration caused by handling. It was observed that the universal cord had a wrinkle due to deterioration or by bending at a sharp angle. It was also observed that the scope connector had a crack due to handling. It was observed that the connecting tube had a dent due to a handling issue. Lastly, it was observed that the image guide protector had a scratch due to handling. Due to the nature of this reportable event, the customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The customer cleaned, disinfected, and sterilized the equipment prior to requesting repair. The customer confirmed that the facility does not delay the start of precleaning on the equipment after use. During the precleaning process, the customer supplies detergent, air, and water through the nozzle. The customer confirmed that the facility wipes or brushes the air and water nozzle with a gauze, brush, or sponge. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the gastrointestinal videoscope had insufficient air to clear water from the objective lens. There was no patient/user harm or injury reported due to the event.